Manufacturer narrative:
D10. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 37642 (serial: (B)(6); product type: 0201-programmer patient brand name tbd; product ID 37092 (unknown serial/lot); product type: programmer antenna. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the antenna was used, communication with the stimulator could not be established. When the patient programmer (pp) was placed directly on the stimulator, communication was possible. It was assessed by the physician that the connection part of the earphone jack may be a factor. The pp was replaced. The issue was not resolved.